Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were intact. The investigation found the device was in excellent condition. The pump event history showed a base hardware failure and battery communication timeout error messages. During power up process a base hardware failure was found and then a battery communication timeout error was followed. The root cause of the reported issue was inoperable interconnect board which did not operate as intended and caused the battery communication timeout. Actions were taken to mitigate the reported issue: the technician replaced the interconnect board. Performed power up process and all functional testing which passed.

Event description:
It was reported that a base hardware failure, battery communication time out error was observed. No patient injury was reported.